Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the patient finally recharged last night they got the message: contact your clinician the neurostimulator is providing less that requested therapy svc code 2703. Asked patient to use the equipment to check if the message was still on their equipment and when patient synched to their implantable neurostimulator (ins) they confirmed the equipment synched and no error messages appeared. Patient confirmed they saw the message after recharging their ins and not before but it took a while to charge last night, longer than it usually does when they charge twice a week. Patient confirmed they do not make adjustments to their settings they are not sure what they were tapping on when the message came up. Agent reviewed some 2703 and redirected to their doctor, agent recommended patient note down it occurred yesterday, keep an eye on the issue and let their doctor know it happened.